Manufacturer narrative:
(B)(4). Batch #: 217a48. Additional information: the event happened around 1400hr on the (B)(6) 2021. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. During the functional test, the device would not close as the closing trigger did not clamp as intended. The device was manually locked in the closed position and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence, the staple line, and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the condition of the internal components and no anomalies were noted. However, the device open and closed as intended once the handles were removed, it is possible that the handles were creating pressure on the release button not allowing the button to move freely. The condition noted on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the device: echelon plee60a - discovered intraoperatively: the closing handle did not close to a full audible and tactile latched position. As a result jaws of the device would not remain shut. Discovered before patient application. Procedure was completed successfully. There were no patient consequences. Other medical intervention was not required.